Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), an 80 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) was used to post-dilate a smart stent but ruptured at thirteen atmospheres (13 atm.) During the initial inflation. There was no reported patient injury. The product was exchanged for another powerflexpro bc of a different size to complete the procedure successfully. There was no reported patient injury. The product was clinically used. And it will be returned for analysis. The target lesion was the superior vena cava. The lesion was reported to be: moderately calcified, and not tortuous. The percent stenosis was unknown. There was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter, or the vessel/vasculature. An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported difficulty accessing the target lesion. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), an 80 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) was used to post-dilate a smart stent but ruptured at thirteen atmospheres (13 atm.) During the initial inflation. There was no reported patient injury. The product was exchanged for another powerflexpro bc of a different size to complete the procedure successfully. The target lesion was the superior vena cava. The lesion was reported to be moderately calcified, and not tortuous. The percent stenosis was unknown. There was no reported difficulty removing the product from the packaging, removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve, guiding catheter, or the vessel/vasculature. An unknown inflation device was used for the procedure and was used subsequently with other devices. There was no reported difficulty accessing the target lesion. The catheter was removed easily from the patient and was intact. No additional information is available. One non sterile catheter power flex pro 6.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. An axial balloon burst was noted in the balloon. No other anomalies were observed in the returned device. Leak test could not be performed due to balloon burst conditions (axial burst). The balloon was sent for sem analysis to identify the cause of balloon leakage. Sem results showed that the balloon external and internal surface exhibited no evidence of damage. This balloon burst failure exhibited no surface anomalies that could have caused the failure. The distal marker band exhibited no anomalies. Review of lot 16087178 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon burst was confirmed through analysis of the returned device; however the exact cause cannot be conclusively determined. Based on the information available for review, vessel characteristics (moderate calcification) may have contributed to the difficulty experienced by the customer. Neither the DHR review nor the product analysis suggests that the balloon burst experienced by the costumer could be related to the design and manufacturing process; therefore, no corrective/preventive action will be taken.